Event description:
It was reported that the patient never had therapeutic effect. The patient stated that the lead was placed in the wrong location and did not cover all of his pain sensation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 399930, lot# v008386, implanted: 2007 (B)(6), extension model 3708240, serial# (B)(4), implanted: 2007 (B)(6), programmer model 37742, serial# (B)(4); recharger model 37752, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient indicating that the implant was done wrong in (B)(6) 2007.